Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
In 2009, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra meter was reading inaccurately. The medical surveillance specialist spoke with the patient on 05/04/2009 and obtained the following information. On the morning of the day prior original date, the patient reported obtaining a blood glucose reading of "132 mg/dl" with the subject meter. The patient claimed she entered the blood glucose result into her insulin pump and stated that she took a bolus of 4.2 units of humalog based on her insulin pump's calculation. Within 5 or 10 minutes of administering the insulin, the patient claimed she began to feel weak, very warm and then began to sweat profusely. In response to the symptoms, the patient stated that she immediately treated herself by drinking a soda and reported that she felt better afterwards. At the time of troubleshooting, the cca noted that the patient was using the correct testing technique and cleaning the puncture area properly. The patient reported that she ran 4 control solution tests after the event and 3 of the 4 results fell within the specified test strip range. Replacement products were sent to the patient. This complaint is being reported because the patient claims she obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.